Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. E1: patient city: (B)(6) patient country: austria. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in austria. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced packaging issue event on (B)(6) 2026. The patient reported that the quick set package was damaged or opened, and the infusion sets inside the main package were already open, leading the patient to assume that the products may not function properly. No further information available.